Event description:
A nurse reported that the system stopped responding during surgery and it was not possible to switch off, there was screen blackout and the device did not respond. The system was restarted and all functions were recovered. There was no pt harm. No add'l info is expected.

Manufacturer narrative:
Eval summary: the customer called the company rep to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The product met specs at the time of release. The cause of the reported event could not be conclusively determined. No add'l info is expected. (B)(4).